Event description:
A customer reported a small, containable electrical fire in the area of an ultrasound systems power supply. MFR reps visited the site the same day and found burn marks on outer edges of cosmetic paneling, and damage to powercord and power supply.